Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the extraction screw became damaged after the first usage. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates the investigation shows that the front thread broke off. The measurable dimensions of the broken extraction screw were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The broken surface of the instrument is homogenous which indicates material conformity as well. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that too much mechanical force had been applied during the surgery. No product fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found.